Event description:
Customer reported unexpected negative reactions on a patient sample tested with capture-r ready screen (crrs) pooled. When tested with crrs lot cw136, it was positive. Anti-e and anti-wr(a) were identified. A new sample from the same patient was tested with crrs lot cw140 and it was negative. Another sample from the same patient, tested with cw146, was negative. This sample was sent for identification; anti-e and anti-wr(a) were detected.

Manufacturer narrative:
The customer did not return product or sample for investigation. The sample can not be ruled out as a cause of the event.